Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; 1 event was confirmed. One device was found to be affected by an internal fractured component that migrated in the device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had run-on. One reported event had no patient involvement; no patient impact.